Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt lost their controller a couple weeks ago and the device went dead. Pt found it yesterday and was able to recharge the ins and the controller. Pt was able to feel stimulation but it was not as strong as it once was so they turned stimulation up and when adjusting stimulation they got settings not available. Pt noted their back was killing them since they were set at 6. Agent reviewed possible reasons for settings not available and pt noted they had an MRI recently about a month ago; during that time they lost the recharger so they did not charge ins and since their controller could not recognize ins at that time they did not enter MRI mode. Pt needed the MRI at that time because they were going to have [unrelated] surgery. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue.